Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature did not decrease in an arctic sun device. In november 2023 same issue occurred, at that time compressor was replaced. Per review of wo on (B)(6) 2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 22 oct 2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation.

Event description:
It was reported that the water temperature did not decrease in an arctic sun device. In (B)(6) 2023 same issue occurred, at that time compressor was replaced. Per review of wo on 21oct2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 22oct2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation. Per sample evaluation results received via task on 14jan2025, it was reported that the tank seals were not sealing.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller assembly. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.